Event description:
After intubation was completed, the easy cap was attached to the end of the endotracheal tube and the ambu bag was attached to the other end. The ambu bag was squeezed causing the top of the co2 detector to become dislodged from the bottom of the detector. Tube placement was verified from anesthesia and by auscultation.